Event description:
It was reported that during a bph surgical procedure at 120,000 joules and 15 minutes "broken fiber" was noted. The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the fiber was not cleaned during the procedure. No harm to the patient was reported.